Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the reported condition of a colleague infusion pump with failure code 810:04 was confirmed but not reproduced during product evaluation. The cause of the reported condition was determined to be a failure with the air-in-line printed circuit board (ail pcb). The ail pcb was replaced to fix the reported condition. A service history review revealed that this device was previously serviced for the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 810:04 occurred. There was no patient involvement. Ther was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.